Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer change the cartridge an infusion set and cartridge multiple times. The customer's blood glucose (bg) level was 272 mg/dl. A pump system check using the current supplies on the pump showed the occlusion to be within the cartridge. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump. The customer acknowledged the information.